Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and drive support anomaly. The customer¿s blood glucose level was 185 mg/dl. The customer reported that they received a motor error alarm and no delivery. Customer reported that the drive support cap was flushing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.